Event description:
It was reported a cerebrospinal fluid lead occurred during the trial lead implant procedure. The physician finished the procedure and performed a blood patch. The pt experienced a headache after the procedure. Follow-up determined the pt's headache became less severe during the trial period. The leads were explanted and the headache resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.